Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient hasn't had the device removed yet. The patient said that they were having a life or death health crisis that they could not have it removed yet. The patient said that they just started turning the level higher and now it didn't matter higher or lower. The issue has not been resolved. No further complications were reported.

Event description:
The patient reported that since date of implant the pt has been uncomfortable with using their stimulation on their back even though their scs was implanted for their back. The therapy stimulation effects the pt's bladder and bowels making them uncomfortable. Pt stated that they have neuropathy in their feet (unrelated to their device), and pt now uses their scs for their neuropathy. Pt considered having their scs explanted but hcp recommended that they keep their scs for it helps their neuropathy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the hcp was going to take the ins out because it was causing bad diarrhea and making the patient's bladder go all the time. Patient stated it felt like a bunch of vibrators inside of her. The vibration started right away after implanted and then the bladder problem and the bowel problem started a month or so later. The patient reported the device was taking care of pain but not working because of the previously described issues. Hcp stated it was unheard of. Patient reported she went back to the hcp a week ago and the hcp told her that about a week after seeing her last time, he saw another patient who wanted the device out because of similar symptoms. No further complications were reported/anticipated.